Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was explanted from the left eye due to complaints of blurred vision, and ¿seeing the edges of the lens¿. The iol was replaced with a light adjustable lens. There were no complications such as capsule tear, vitrectomy, or sutures. No further information was provided.

Manufacturer narrative:
Section a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6) 2024, respectively. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 2140 used to capture visual disturbance- dysphotopsia- requiring surgical intervention. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.